Manufacturer narrative:
The catalog number was updated from 02p24-40 to 02p24-90. The serial number was updated from (B)(4) to unknown. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The catalog number was updated from 02p24-90 to 02p24-40. The serial number was updated from unknown to (B)(4). An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting by field service representative (fsr), a review of instrument service history, and a review of product labeling. The abbott fsr inspected the cuvette washer assembly and found the internal and external high concentration waste line obstructed and unable to drain. The fsr flushed the tubing with hot water to remove the blockage. There were no additional discrepant results reported on c401709 after the waste tubing was cleaned. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No nonconformances were identified. Labeling was reviewed and found to be adequate. No systemic issues or adverse trends were identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
All available patient information has been included. No additional patient information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported discrepant results for various assays when processing on the architect c4000. The following data was provided: sid (B)(6): lactate dehydrogenase was 155 u/l and retest was 474 u/l. The customer uses a normal range of 125-220 u/l for lactate dehydrogenase. No impact to patient management was reported.